Manufacturer narrative:
Investigation: an red blood cell bag containing product and segmented tubing was returned for investigation. An internal testing is being performed on the returned rbc product to determine the residual wbc count and are awaiting on test results. The run data file was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported in red blood cell (rbc) product for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. It cannot be ruled out that this leuko reduction failure could be the result of an issue with the filter. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4).

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Test results on the returned rbc product indicated the rwbc count was 57.86x10^6. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. Investigation of the event did not find a conclusive cause for the higher-than-expected wbc content reported in the rbc product for this collection. No system issues were identified and the trima operated as intended based on the data file analysis.